Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent hysterectomy due to complication from device). At the time of the report, the pelvic pain, hypersensitivity and menstrual disorder outcome was unknown. The reporter considered hypersensitivity, menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device breakage ("device breakage") and device expulsion ("migeation of essure device (uterus)") in a 37-year-old female patient who had essure (batch no. 634987) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo for confirmation test". The patient's past medical history included urinary incontinence and ovarian cyst. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 8 days after insertion of essure, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2009, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (a supracervical hysterectomy(.uterus only)), surgery (a laparoscopic supracervical hysterectomy(.uterus only)) and surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain had resolved and the device breakage, device expulsion, hypersensitivity, menstrual disorder, vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered allergy to metals, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion date discrepancies- (B)(6) 2009. The number of expanded coils that appeared trailing into the uterine cavity was 6. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2009: bilateral tubal occlusion. Most recent follow-up information incorporated above includes: on 17-jul-2018: pfs received. Events depression, mental anguish added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device breakage ("device breakage") and device expulsion ("migeation of essure device (uterus)") in a 37-year-old female patient who had essure (batch no. 634987) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo for confirmation test". The patient's past medical history included urinary incontinence and ovarian cyst. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 8 days after insertion of essure, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2009, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (a supracervical hysterectomy(.uterus only)), surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain had resolved and the device breakage, device expulsion, hypersensitivity, menstrual disorder, vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered allergy to metals, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion date discrepancies- (B)(6) 2009. The number of expanded coils that appeared trailing into the uterine cavity was 6. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2009: bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device breakage ("device breakage") and device expulsion ("migeation of essure device (uterus)") in a 37-year-old female patient who had essure (batch no. 634987) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo for confirmation test". The patient's past medical history included urinary incontinence and ovarian cyst. In 2009, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 8 days after insertion of essure, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (a laparoscopic supracervical hysterectomy(.uterus only). And essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain was resolving and the device breakage, device expulsion, hypersensitivity, menstrual disorder, vaginal haemorrhage, menorrhagia, allergy to metals and dysmenorrhoea outcome was unknown. The reporter considered allergy to metals, device breakage, device expulsion, dysmenorrhoea, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion date discrepancies- (B)(6) 2009. The number of expanded coils that appeared trailing into the uterine cavity was 6. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2009: bilateral tubal occlusion. Most recent follow-up information incorporated above includes: on 18-apr-2018: pfs+mr received :medically confirmed case, reporter information, patient details, other relevant history, lab data, product information, events-abnormal bleeding (vaginal)), menorrhagia, device breakage, nickel allergy, dysmenorrhea (cramping), migeation of essure device (uterus), device monitoring procedure not performed were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device breakage ('device breakage/fracture') and device expulsion ('migeation of essure device (uterus)') in a 37-year-old female patient who had essure (batch no. 634987) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo for confirmation test". The patient's medical history included urinary incontinence and ovarian cyst. Concomitant products included cefalexin (keflex). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced allergy to metals ("nickel allergy"), 8 days after insertion of essure. In (B)(6) 2009, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), rash ("rash"), abdominal pain ("abdominal pain"), back pain ("back pain"), post procedural complication ("post removal complications") and urinary tract infection ("uti"). The patient was treated with surgery (a laparoscopic supracervical hysterectomy(uterus only). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, device breakage, menorrhagia, allergy to metals, dysmenorrhoea, rash, abdominal pain and back pain had resolved and the device expulsion, hypersensitivity, menstrual disorder, vaginal haemorrhage, depression, anxiety, post procedural complication and urinary tract infection outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, depression, device breakage, device expulsion, dysmenorrhoea, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, rash, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: insertion date discrepancies- (B)(6) 2009. The number of expanded coils that appeared trailing into the uterine cavity was 6. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 4. Plaintiff received treatment for pain, bleeding, allergy, fracture/expulsion. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2009: results: bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Reporter information added. Events: abdominal pain, back pain, post removal complications, uti added. Event outcome were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device breakage ('device breakage/fracture') and device expulsion ('migration of essure device (uterus)') in a 37-year-old female patient who had essure (batch no. 634987) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo for confirmation test". The patient's medical history included urinary incontinence and ovarian cyst. Concomitant products included cefalexin (keflex). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced allergy to metals ("nickel allergy"), 8 days after insertion of essure. In (B)(6) 2009, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), rash ("rash"), abdominal pain ("abdominal pain"), back pain ("back pain"), post procedural complication ("post removal complications") and urinary tract infection ("uti"). The patient was treated with surgery (a laparoscopic supracervical hysterectomy(.uterus only), a supracervical hysterectomy(.uterus only) and hysterectomy (partial)). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, device breakage, menorrhagia, allergy to metals, dysmenorrhoea, rash, abdominal pain and back pain had resolved and the device expulsion, hypersensitivity, menstrual disorder, vaginal haemorrhage, depression, anxiety, post procedural complication and urinary tract infection outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, depression, device breakage, device expulsion, dysmenorrhoea, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, rash, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: insertion date discrepancies- (B)(6) 2009. The number of expanded coils that appeared trailing into the uterine cavity was 6. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 4. Plaintiff received treatment for pain, bleeding, allergy, fracture/expulsion diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2009: results: bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device breakage ('device breakage/fracture') and device expulsion ('migeation of essure device (uterus)') in a 37-year-old female patient who had essure (batch no. 634987) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo for confirmation test". The patient's medical history included urinary incontinence and ovarian cyst. Concomitant products included cefalexin (keflex). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced allergy to metals ("nickel allergy"), 8 days after insertion of essure. In (B)(6) 2009, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), rash ("rash"), abdominal pain ("abdominal pain"), back pain ("back pain"), post procedural complication ("post removal complications") and urinary tract infection ("uti"). The patient was treated with surgery (a laparoscopic supracervical hysterectomy(uterus only). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, device breakage, menorrhagia, allergy to metals, dysmenorrhoea, rash, abdominal pain and back pain had resolved and the device expulsion, hypersensitivity, menstrual disorder, vaginal haemorrhage, depression, anxiety, post procedural complication and urinary tract infection outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, depression, device breakage, device expulsion, dysmenorrhoea, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, rash, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: insertion date discrepancies- (B)(6) 2009. The number of expanded coils that appeared trailing into the uterine cavity was 6. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 4. Plaintiff received treatment for pain, bleeding, allergy, fracture/expulsion diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2009: results: bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Reporter information added. Events: abdominal pain, back pain, post removal complications, uti added. Event outcome were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device breakage ("device breakage") and device expulsion ("migeation of essure device (uterus)") in a 37-year-old female patient who had essure (batch no. 634987) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo for confirmation test". The patient's past medical history included urinary incontinence and ovarian cyst. Concomitant products included cefalexin (keflex). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 8 days after insertion of essure, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2009, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues") and rash ("rash"). The patient was treated with surgery (a laparoscopic supracervical hysterectomy(.uterus only)). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain had resolved and the device breakage, device expulsion, hypersensitivity, menstrual disorder, vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea, depression, anxiety and rash outcome was unknown. The reporter considered allergy to metals, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: insertion date discrepancies- (B)(6) 2009. The number of expanded coils that appeared trailing into the uterine cavity was 6. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2009: bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-oct-2018: pfs received. Event added: rash. Concomitant drug was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.